Event description:
It was reported that device stopped working during surgery. The case was delayed over thirty minutes and no adverse consequences were reported. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.